Event description:
Healthcare professional reported left side rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced. The device was removed with a funnel and aspirator.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; periprosthetic effusion.

Manufacturer narrative:
Photo analysis: visual analysis ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required.

Event description:
Healthcare professional reported left side rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced. The device was removed with a funnel and aspirator.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side rupture and periprosthetic effusion diagnosed via ultrasound. The device has been explanted and replaced. The device was removed with a funnel and aspirator.